Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, fever, and cloudy fluid. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin (1-1250 gram, for 18 days) and fortaz (1.5g, every 4 days, for 18 days) for peritonitis. The patient was discharged two days after hospital admission. At the time of this report, the patient recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.